Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) indicating that this right ventricular (rv) lead exhibited high out of range shock impedance in the dual coil configuration. Technical services (ts) reviewed data from this device and noticed that there had been a decrease in the shock and pacing impedance during a specific period of time, but both of them gradually increased to a higher value and stabilized after, all within normal limits. This behavior was also identified on the thoracic impedance trend. Ts indicated that they did not see the reported high shock impedance in the daily measurement's graphic. This patient receives radiation therapy to both lungs, and ts believes this could be related to the observed changes in impedance measurements. Myopotential noise was also identified on the shock channel, which can affect the shock impedance measurements, so ts recommended further troubleshooting during the next patient follow up, in order to rule out noise or a lead integrity issue. Programming the device to a single coil configuration was also recommended. The lead remains in service and no adverse patient effects were reported. Additional information was received. This patient was checked, and no anomalies were found. It was discussed that the patient is currently receiving radiation therapy, which the boston scientific representative believes could be related to the reported high out of range impedance measurements, but this has not been conclusively confirmed. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) indicating that this right ventricular (rv) lead exhibited high out of range shock impedance in the dual coil configuration. Technical services (ts) reviewed data from this device and noticed that there had been a decrease in the shock and pacing impedance during a specific period of time, but both of them gradually increased to a higher value and stabilized after, all within normal limits. This behavior was also identified on the thoracic impedance trend. Ts indicated that they did not see the reported high shock impedance in the daily measurement's graphic. This patient receives radiation therapy to both lungs, and ts believes this could be related to the observed changes in impedance measurements. Myopotential noise was also identified on the shock channel, which can affect the shock impedance measurements, so ts recommended further troubleshooting during the next patient follow up, in order to rule out noise or a lead integrity issue. Programming the device to a single coil configuration was also recommended. The lead remains in service and no adverse patient effects were reported.